Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon popped during the surgery. The doctor was able to retrieve all pieces from the pt's cavity. No delay in o.r. Time reported. No pt injury was reported.

Manufacturer narrative:
.